Event description:
Customer reported an error "heater failure" popped up.

Manufacturer narrative:
"Heater failure" error was reported on ichem velocity. Field service engineer (fse) observed that the tubing connected to the dry pump had melted around the wiring harness for the doser fluidic system. Fse replaced the three connectors on the heater board, the dry pump and the board. Fse completed velocity performance verification checklist and customer ran specimens without any issues. System was operational. There were no reports of injuries, visible flames, smoke emission, and the fire department was not called.